Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of failure to capture on their right ventricular (rv) lead and the patient¿s device had been programmed to atrial pacing. The patient has developed atrial fibrillation and needed ventricular pacing, the physician capped and replaced the atrial lead on (B)(6). The patient was in stable condition.